Event description:
Report received of an independent change in the volume to be infused. The pump was programmed to deliver an unspecified medication at an unspecified rate. The day nurse reported that the pump alarmed with an unspecified alarm and noticed that the solution container was empty. After changing the solution container, the day nurse noted that the volume to be infused (vtbi) was programmed for 8000ml. The day nurse questioned the night nurse who thought that she had made a programming error. The day nurse reportedly changed the vtbi to the intended 980ml. The pump then reportedly displayed e322 and "display flashed". After the display flashed, the day nurse stated, she saw the vtbi changed to 8000ml. The pump was removed from clinical service and the infusion continued on the replacement pump. There was no reported adverse patient effect and no medical interventions were required. Thought requested, no further information was available.